Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and the pt's anatomy was unable to support the lens. The posterior capsule ruptured and the lens was removed. The reported stated the pt's eye was in poor condition prior to surgery and the incident was not related to the lens.